Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the reported incident of an error message. A probe check was performed on the device and no anomalies were found as both switches were functional. A visual inspection noted that the teflon is severely worn and separated from the jaw exposing metal. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output is seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur."

Event description:
Olympus was informed that during a laparoscopic sleeve gastrectomy procedure, the teflon pad peeled immediately into the procedure. It was stated that there was metal exposed but no fragment fell inside the patient. The intended procedure was completed with another similar device. There was no patient injury reported. No further information was provided.